Event description:
Info received indicates the left side CPR release is not working.

Manufacturer narrative:
The technician isolated the issue to the release cable. He replaced the CPR release cable to repair the bed.